Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. A new rv lead was implanted successfully. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown cause of high threshold. A new rv lead was implanted successfully. No additional patient adverse effects were reported.